Manufacturer narrative:
(B)(4). Concomitant medical products: cat#195918; lot#498450 - vgxp intlk femoral lt 55. Cat#195807; lot#759920 - vgxp xp lat tib brg lt 9x63. Cat#195877; lot#891500 - vgxp xp med tib brg lt 9x63. Related MFR reports: 0001825034-2017-10910, 0001825034-2017-10912, 0001825034-2017-10913. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. A review of the operative record indicates that the surgeon noted tibial island didn't stay intact through full extension during trialing. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent a left knee surgery on (B)(6) 2016. The operative record indicated tibial island did not stay intact.